Event description:
It was reported that patient underwent a procedure utilizing a meniscal repair device on (B)(6) 2010. During the procedure, the second anchor would not deploy when the trigger was pulled. Another device was available to complete the procedure without delay or injury to the patient.

Manufacturer narrative:
This report filed october 19, 2010.